Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "leak/rupture." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken on radius side assessed as fold flaw opening and missing shell assessed as inconclusive. Additional observations: ¿ crease fold is observed. ¿ wear abrasion is observed. ¿ observed 40 mm dark patch edge material inside gel device.

Event description:
Healthcare professional reported left side "leak/rupture." Device has been explanted.